Manufacturer narrative:
Integra has completed their internal investigation on april 17, 2017. Results: evaluation of returned device; complaint not confirmed. With respect to the returned unit the lock has rotational movement when unit is not under pressure, this would not have caused a slippage; repair cannot duplicate unit not locking properly. Unit was last repaired on april 08, 2016 and will require pm maintenance preformed at this time. DHR review; a total of (B)(4) were manufactured on 02/25/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year lookback for this reported failure and or related to " does not lock when pressure is applied on an angle" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause is undetermined at this time. The service engineer was not able to confirm this failure.

Event description:
Skull clamp does not lock when pressure was applied on an angle. No other information provided. Additional information has been requested.